Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture, had unresponsive buttons, damage and blank display. The customer was assisted with pump exposed to fluid troubleshooting. The customer's blood glucose was unknown at the time of the incident. The customer stated the insulin pump was exposed to fluid/moisture when they were pushed into a swimming pool. The customer also that the display went immediately blank after exposure to moisture. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Findings: pump received with blank display due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected alarm error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify button error alarm due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case. Cracked lcd window, stained end cap sticker, cracked case reservoir tube window corner and cracked battery tube threads.